Event description:
It was reported that during implant, the device was post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.